Event description:
It was reported that the implant center surgeon evaluated the pt's device in july 2002 because of drainage in their implant ear. It was suspected that the electrode lead was rubbing against the tympanic membrane. In aug 2002, the surgeon scheduled a tympanoplasty procedure for end of aug 2002 in order to move the electrode lead away from their eardrum. The surgeon believes that the lead has moved against the eardrum and is causing the drainage. Revision surgery was performed 22 days later. At that time, the surgeon discovered that the positioner had backed part way out of the cochlea. The surgeon removed the portion of the positioner and completed the tympanoplasty procedure.